Event description:
Healthcare professional reported right side rupture, 'diffusion of the silicone: intracapsular', and folds, waves, rotation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, 'diffusion of the silicone: intracapsular.

Manufacturer narrative:
Clarification to d.6a: only year of 2010 was provided. Implant date was updated to earliest possible date to coincide with manufacturing date of the device.

Event description:
Healthcare professional reported right side rupture, 'diffusion of the silicone: intracapsular', and folds, waves, rotation. Device has been explanted.